Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the devices peep and tidal volume were out of calibration. Patient involvement unknown.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the front panel were bent above the pressure manometer. The housing contained minor nicks and scratches. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The most probable cause of the reported issue was due to user error or equipment. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. D3, g1, and g2 email is: regulatory.responses@icumed.com, d4 UDI (B)(4).